Manufacturer narrative:
The software investigation determined that there was insufficient information to determine the root cause of the reported behavior. The logs were reviewed and the first trace pattern did not have the nose under a green 1mm) zone of accuracy which accounted for the inaccuracy felt when touching the nose. The first trace pattern was not spread far enough a crossed the forehead (to many points overlapped and crowded) and also showed trace points pushed beneath the skin surface. The second trace pattern did spread more points across the forehead but did have points beneath the skin surface. It was suspected that registration technique contributed to the reported inaccuracy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found. The hard ware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: sfw kit 9735736, stealth s8 ent EU-sc, version 1.2.0 . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a functional endoscopic sinus surgery (fess) procedure the surgeon alleged an inaccuracy 4mm deep in the sagittal view while touching the patient's nose .the axial and coronal views were accurate. The site decided to refine their model and retrace and at that point they were accurate again and continued with the surgery. There was a delay of less than one hour and no reported impact on patient outcome.